Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. The issue had occurred at least three times previously with this pump. Technical support decided to replace the pump, as it was still under warranty, with one that included up-to-date software, and provided instructions for returning the faulty device. The customer was required to reprogram their settings and connect their cgm to the replacement pump.